Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that the event date was 29aug2022. This event reportedly took place during preparation for a therapeutic laparoscopic gastrectomy procedure. There was a 5 minute delay due to replacing the subject device - the patient was under general anesthesia. Procedure was confirmed completed using replacement device without any patient impact.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While testing the subject device, no image was present due to cable failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not displaying an image. According to the initial reporter, the display screen only had color bars present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.